Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination underneath all buttons. This report is made based on the results of an investigation completed on 03/27/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/27/2014 with the following findings: during testing the contrast button was found to be hypersensitive. With keypad removed the contrast button was found to be dislodged from the trace and contamination was found underneath the contacts for the up, down, contrast, and ok buttons.